Event description:
There was an issue reported with the t:slim x2 pump battery not charging when using the original tandem charging cable. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use pump for insulin therapy.